Event description:
A male with anatomical form suitable for endovascular therapy, underwent aaa repair in 2008 as labeled. After deployment of the ipsilateral iliac leg graft, blood leakage from the hemostatic valve of the ipsilateral delivery system occurred when the grey positioner was removed. Total hemorrhage volume was 400cc. An 8 french sheath was inserted into the hemostatic valve of the ipsilateral delivery system to stop the leakage. The patient did not show any post procedure symptoms, and is recovering.

Manufacturer narrative:
Event evaluation: still under investigation.